Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulty and vessel perforation occurred. The target lesion was located in the coronary artery. A synergy was deployed in the lesion. However, upon removal of the stent delivery system (sds), the stent advanced forward into the coronary "sucked in." The physician attributed that the balloon having a "sticky" tactile feel. Subsequently, a wire perforation was noted and was then sealed by balloon angioplasty. No further patient complications were reported and the patient's status was fine.